Event description:
It was reported by service report that the cot was has a broken top pin bracket on the retaining post assembly. No pateint involvement or adverse consequences are reported.

Manufacturer narrative:
Results: pin bracket.